Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the proglide instructions for use states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The reported difficulties appear to be related to use technique due to the reported resistance and manipulation during insertion along with the force applied during removal attempt. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue. It was initially reported that the device was returning for analysis; however, additional information was received stating that the device is being retained by the hospital.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary interventional procedure. Reportedly, some resistance was felt during advancement. After successful suture deployment, the lever was returned to park the foot; however, extreme resistance was noted during the attempt to remove the proglide device. Extreme force was applied to remove the proglide device and a pop was felt. A guide break occurred but the device was still held together by the actuator wire. Protamine was administered to reverse the effects of heparin. A surgeon was called and a small cut down about 1 cm was performed to remove the proglide device. No tissue damage was noted. The suture of the same proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.